Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted. The patient was administered antibiotics. There were no adverse consequences to the patient and the patient's condition was stable post procedure.